Manufacturer narrative:
H3 product analysis: as found condition: the marathon device was returned for analysis within a shipping box and within a sealed paper biohazard pouch. Visual inspection/damage location details: liquid embolic residue was found within the marathon catheter hub. The catheter body was found to be damaged (crushed/kinked) at ~9.7cm from the distal tip. No catheter separated was found (jagged edges/stretching). No damage was found with the distal tip. No other anomalies were observed. Testing/analysis: the total length of the distal segment was measured to be ~25.2cm. (Specification 25.0cm +2.0cm/-1.0cm). During testing no water was able to be flush through the catheter. Conclusion: based on the device analysis and reported information, the customer¿s ¿catheter separation/break¿ report was unable to be confirmed, as the marathon catheter was returned damaged; however, the device was a whole piece. No separation was found; therefore, no cause could be determined. The devices were prepared as indicated in the instructions for use (IFU). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the patient was undergoing the procedure for treatment of a dural arteriovenous fistula (davf) in the vein of galen (cognard type 3), located in the torcular region and which had involvement of the left posterior cerebral artery (pca). The devices were prepared as indicated in the instructions for use (IFU). The marathon separation occurred during retrieval from the glue cast. A solitaire stent was deployed in the patient's left vertebral artery. The stent achieved good deployment and anchoring of the separated catheter distal segment. The patient awoke from anesthesia without focal deficits and subsequent imaging did not show any acute complications. There were no other patient symptoms or complications associated with the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that part of the marathon catheter detached and remained inside the patient's head. This complication required the use of a stent and a change in the therapeutic approach. The catheter separation was identified during use, and the location of the break was distal. It was unknown if there was any patient symptoms or other complications as a result of the event.